Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were intermittently responding to presses. The patient reported that the issue was first noticed a couple weeks earlier. The patient confirmed that there was no damage to the keypad and no evidence of moisture damage to the pump. The patient reportedly wore the pump in an undergarment and cleaned the pump with a dry cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently responsive and required multiple presses with increased force to engage. During investigation, evidence of contamination was found under all key contacts.